Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt at an unknown concentration at a dose of 2.698 mcg/day via an implantable pump for non-malignant pain. It was reported that an alarm was heard and the pump was empty as of (B)(6) 2016. The patient stated ¿I don¿t know who gets the beeping for that¿. The patient¿s healthcare provider (hcp) was seized by the drug enforcement administration (dea). There were no reported symptoms. According to a manufacturer representative, current pump patients should currently have a refill date to go in and be refilled. The patient called in again on (B)(6) 2016 regarding the event. The hcp called the patient and was aware of the patient¿s pump being empty and alarming. The patient stated that she had a little bit of pump medication left in that will hold until (B)(6) 2016. The hcp discussed putting saline solution in the pump. The hcp only read the pump and didn¿t address the alarm, but addressed they would setup more appointments. The patient had oral percocet as needed for breakthrough pain along with muscle relaxers. The patient was referred to another hcp and was back to having to go in every 2 weeks or every month. The hcp told the patient that they can¿t get the prialt medication by (B)(6) 2016. The medication would come sometime between (B)(6) 2016. The patient was coming back for a saline refill on (B)(6) 2016. The dose of prialt was stated to be 2.998 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.